Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy, on (B)(6) 2024, it was reported that the patient experienced issues with the infusion set detached, leading to high blood glucose with pen bolus. The blood glucose levels were recorded currently at 259 mg/dl and at time of incident were 300 mg/dl. No further information available.